Manufacturer narrative:
Submit date: 03/23/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports after placement of the mahurkar catheter, the patient went for dialysis as usual. During the second time of dialysis, the nurse found that after a bit of repositioning of the catheter for patient comfort, there was some blood leakage between the connection of the silicone extension tube and the white hub. They had to remove this catheter from the patient and re-place it with a new catheter. There was no patient injury.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue for the involved lot. There were no changes identified that may impact the product/process related to reported condition during a period of six months prior to the manufacturing date. According to the sample evaluation, one catheter of the product mahurkar was received for analysis and investigation. The sample came inside a plastic bag. Visual inspection revealed that the catheter presented signs of use (remains of blood). The catheter was reviewed and a defect was not observed. Functional testing was required in order to confirm the issue reported. The sample evaluation revealed that no defective conditions related to the complaint description were identified. Based on this information, a probable cause could be that the clinician confused substance residue with leaking. Substance could be caused by the dialysis treatment or other conditions with the patient. Based on the available information, it can be concluded that product was manufactured according to specification. Although the sample analysis did not confirm the reported issue, the failure mode for extension tubes-leaking was reviewed and a corrective and preventive action (CAPA) was opened to address this failure. No additional corrective or preventive actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection, leak testing and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing and a 100% visual inspection which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.